Event description:
After nearly three years of successful cochlear implant use, this pt began to experience a progressive failure of electrodes. Therefore, explantation and reimplantation was advised. Explantation/reimplantable surgery was successfully completed in 2005.